Event description:
Gambro received a complaint on december 27th, 2007 from a facility that reported that a pt death occurred some time after terminating a crrt treatment on a gambro prisma machine. The clinic reported that the pt death was unrelated to the gambro equipment or the crrt treatment. No further info was provided. A gambro technician inspected the machine and verified that it was operating within manufacturer's specifications.

Manufacturer narrative:
A gambro technician inspected the machine and verified that it was operating within manufacturer's specifications. If any further info becomes available, a follow-up report will be submitted.